Event description:
Healthcare professional reported left side "capsular contracture baker grade IV". Device has been explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of capsular contracture was received on (B)(6) 2021 with lot number 2716173. Visual analysis of the returned device identified fold creases and voids. A weight test of the device was verified and the device was within specification. Cloudy in the gel after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photos identified deformation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV". Device has been explanted.